Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 4. It was noted aorta bulging, leaflet prolapse, and mitral valve procedure prior to the tricuspid valve. A clip delivery system (cds) was advanced for off label use, and the clip was deployed. However, the clip became detached from the septal leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was deployed to stabilize the slda. Two clips were implanted reducing tr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. Per the indication for use section of the mitraclip system instructions for use, the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. In this case, the device was used for a tricuspid valve procedure and is considered off-label use of the device; however, there is no indication that the off-label use of the mitraclip device influenced the reported slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.